Event description:
During preventative maintenance of he device, the field service rep reported that a rubber foot was missing. Since the event occurred during preventative maintenance, there was no pt involvement during this event.